Event description:
See initial report.

Manufacturer narrative:
H.10: it cannot be ruled out that noise was a symptom of a mechanical damage of the pump and that the reported error was intermittent due to damage being at the initial stage. The reported error code indicates that the pump uses too much power to rotate and this is compatible with mechanical issue caused by environmental conditions in which the pump worked. Water infiltration or water formation due to condensation, high temperatures and high level of humidity in the stationary phase may led to corrosion formation at the level of the pump ball bearing preventing the smooth rotation of the pump shaft and leading the pump motor requiring more power to run.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported error. It was found that the patient pump was noisy while running. The patient bridge was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.